Event description:
It was reported that a home patient (hp) left the clamp open on the last fill line. The issue was noticed while the hp was in dwell 1 of 4. A technical service representative (tsr) explained that air could have been introduced into the set up and reviewed proper procedures with the hp. The tsr then advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported leaving the clamp on the last fill line opened. This indicates a breach in aseptic technique and could lead to contamination. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide.¿ the guide warns the user to make sure all clamps on unused fluid lines are closed securely. Contamination of any portion of the fluid path may result in peritonitis, serious patient injury, or death. A review of the label for the product family will be conducted.  If any relevant information is obtained from that review, a supplemental report will be submitted.